Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an incorrect dose of hydromorphone was programmed by the user for a patient¿s pca infusion. No patient harm was reported, and the customer stated no further details would be provided.